Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on (B)(6) 2021. Androgen deprivation therapy with a cesium boost was performed with the spaceoar. Implantation was difficult, the patient had unique anatomy. Hydrodissection was successful after needle repositioning. There were, "some issues" and a foley balloon was inflated in the patient's prostate. The patient had an ulceration and gel was coming out with his stool. The patient is awaiting further treatment. Patient was seen 2-3 weeks post spaceoar vue implant and was having a lot of urgency. Patient started oxybutynin then had hematuria. The patient noticed a gel-like substance in his rectum. On (B)(6) 2021 a sim was performed and the patient experienced hematuria. On (B)(6) 2021, the patient went to the emergency department with significant rectal bleeding. The patient had 7-8 bloody bowel movements within a 90 minutes period. A scope was performed by a gastroenterologist (gi) and an ulcer with blood clot was noticed. The ulcer was biopsied around the edges. The biopsy may caused the patient complications to worsen. The active bleeding has stopped. The patient will wait for 3 months to begin intensity-modulated radiation therapy (imrt).